Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced two rv coil impedance spikes to undefined impedance and elevated rv coil impedance during isometrics. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that the rv lead was experiencing high impedance. The rv lead also exhibited overse nsing/noise with isometric stretches on the patient. It was noted that the rv lead was starting to fracture. The rv lead was capped and replaced.